Manufacturer narrative:
Concomitant medical products: 6947m62, lead, implanted: (B)(6) 2012; 4196-88, lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when attempting to interrogate the pacemaker, the clinician was unable to get the patient connector to recognize the device. The clinician was contacted and it was noted a programmer would be attempted to establish telemetry with the cardiac resynchronization therapy defibrillator (crt-d). At this time, telemetry with the device has not been established. Further information has been requested. The device and patient connector remain in use. No patient complications have been reported as a result of this event.